Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7059352.

Event description:
It was reported that the patient had high impedances on the leads. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted devices were kept by the medical facility.